Event description:
A blood leak was noted from the hemostasis valve of the sheath when inserting a catheter into the sheath. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8f swartz braided introducer sheath and dilator were received for evaluation. Microscopic inspection revealed tearing, which resulted in a hole on the proximal seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak is consistent with the torn proximal seal. The cause of the torn seal is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.